Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent umbilical hernia repair surgery on (B)(6) 2007 and mesh was implanted. It was reported that the patient had removal surgery on (B)(6) 2016 during which the surgeon noted ¿ominous mesh was adherent to the bowel¿ and ¿we started to resect this area off of which that was clearly infected.¿ it was reported the patient experienced severe pain, nausea, vomiting, foul-smelling drainage, chills, inflammation, loss of appetite and extreme disfigurement. No additional information is provided.